Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse cleaned sample nozzle assembly and was lubricated. Fse is still hearing a grinding noise in the instrument. Fse replaced the driver board and ran daily checks. The customer ran quality controls and all results were within specification. Instrument is functioning as intended and was released. The most probable cause of the reported event was due to faulty driver board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported error 4019 spec.z-axis home not found with their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.